Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had initially alerted low battery. During troubleshooting customer was advised to check the insulin pump alarms history and battery out limit alarms was noted. Troubleshooting for battery out limit was performed. Customer's blood glucose was 127 mg/dl. Customer stated the device had alarmed while she was at work during normal use. Customer was advised the alarm might have been caused due to a loose battery cap. Replacement battery cap was being sent to the customer. Customer is not returning the device for further analysis.